Event description:
During a clinical investigation it was reported that a patient in norway implanted with norian drillable experienced pain, probably due to a combination of lateral depression and too high placement of the plate. No treatment, eventually removal of the plate to a later timepoint.

Manufacturer narrative:
Investigation is on-going. Review of manufacturing records has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of synthes device history records for lot n000107 revealed that norian corporation manufactured the norian drillable 10cc. Inspection was performed and parts conformed to all requirements. There were no non conformities associated with this DHR that indicate any issues related to the complaint.